Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leakage from the tube and connector connection. The event occurred before patient use/during priming at facility.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The complaint of leakage can be confirmed. Visual and functional testing was performed. As received no damage or anomalies were observed. The tube luer bond junction of the returned cassette was leak tested. A leak was observed at the tube luer junction of the cassette. The luer tube bond was separated and the tube and bond pocket was inspected. A solvent channel was observed on the tube. The probable cause is due to a solvent application error during assembly in tijuana.